Event description:
During evaluation of a returned novum iq large volume pump, a system error (se) 20602 (monitor motor stall) was identified. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review identified multiple se 20602 alarms. A functional flow rate testing was performed which did not reproduce the alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.